Event description:
(B)(4) -the dealer reported that the solara3g custom mechanical wheelchair reclining cylinder was not operational, and the back of the unit was leaning to the right. There was no injury reported.